Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in both a stored untreated episode and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined there was also low r-wave amplitudes at the time of inappropriate therapy. Rhythmcare then discussed further troubleshooting and programming options. The s-ICD system was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise resulting in both a stored untreated episode and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined there was also low r-wave amplitudes at the time of inappropriate therapy. Rhythmcare then discussed further troubleshooting and programming options. The s-ICD system was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system was then explanted and replaced. No additional adverse patient effects were reported.